Event description:
The ge oec 9800 fluoroscopy system had thumbnail images in the directory that did not correspond to the underlying image on recall.

Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced the suspect hard drive. The nodes were flashed and software and configuration files were re-loaded. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.